Event description:
Customer reported blood glucose results of 75 mg/dl and 300 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, no adverse event reported. Strips not available for return, replacement system sent.